Event description:
(B)(6) pt care specialist "called pt, who advised she was admitted to the hospital two times, she went in (B)(6) 2024 and went back (B)(6) 2024 due to home catheter falling out for remodulin. No further info provided. Reported to (B)(6) by pt/caregiver. Reference report: mw5154524.